Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system is not booting up correctly. Quote was made to obtain the device evaluation, repair, and operational status with no approval from the customer. No further information regarding the issue. No service has been performed by philips as the customer was out of contract. To date, no further information was received. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the arm and table do not move. There was no reported patient or user harm. It is unknown if the device was in clinical use at the time the issue occurred. Philips has started an investigation of this complaint.